Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an MRI scan. It was noted that the longevity changed from 2.5 years to 0-27 months after the scan. It was noted that a false elective replacement indicator was triggered. No resolution was reported, and the patient was stable.